Manufacturer narrative:
The customer did not want to conduct troubleshooting with customer service. A replacement power supply was sent to the customer. In follow up with a complaint handler on (B)(6) 2018, the customer alleged that she developed mastitis, for which she was prescribed an antibiotic. The customer indicated that the power supply did not resolve her issue. The customer was encouraged to contact customer service to conduct troubleshooting, after which time the device would be replaced, if necessary, if she could provide proof of purchase or photos of the device and related parts/accessories. As of the date of this report, the customer has not contacted customer service. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump was shutting off and, because she was not emptying her breasts, it was causing her pain.